Manufacturer narrative:
Device evaluated by MFR: a 3.00 x 20mm synergy xd stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of proximal stent damage with struts in a lifted state. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on a 60% stenosed, moderately tortuous lesion in a coronary artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced but could not cross the lesion and the stent strut became deformed. The procedure was completed with a non-boston scientific device and no patient complications were reported.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on a 60% stenosed, moderately tortuous lesion in a coronary artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced but could not cross the lesion and the stent strut became deformed. The procedure was completed with a non-boston scientific device and no patient complications were reported.